Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the display was black and less than a quarter of an inch was light black at the top of the screen. The customer stated the display was unable to be turned on or off with the wake button. When the customer plugged the pump in to charge, nothing happened. Customer stated the screen is continually lit up and there was no led light flashing. The customer's blood glucose level was 149 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.